Manufacturer narrative:
System was used for treatment. Kit lot e329 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category bag leak and no trend was detected for these categories. This assessment is based on information available at the time of the investigation. At the time of this report, the product has not been received, hence investigation is still in progress. A supplemental report will be sent once investigation is complete. (B)(4). Device not received as of this report.

Event description:
Customer called to report a return bag leak during the procedure. She reported that at 239 ml of whole blood processed (wbp), she noticed that the return bag was leaking on the floor. The procedure was immediately aborted and a new kit was placed on the instrument. Patient was stable. Customer will return the kit return for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. Review of the customer supplied photographs confirmed a leak at the return bag. Root cause could not be determined based on the customer provided photo only. Review of the device history record did not identify any related nonconformances. (B)(4). Device not returned.